Event description:
It was reported that while interrogating a new device in the box the programmer could not get telemetry with the device. The programmer "got four lights," then the lights "all went away." Another programmer was used and the affected programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.